Manufacturer narrative:
The device has been received at the manufacturing facility and is currently being evaluated. Based on the info available at this time, the results are inconclusive and the root cause of the event is unk.

Event description:
It was reported during a forearm fistulogram, on the first pass, the balloon was inflated to rbp (20 atm) and was difficult to remove from the 6f sheath. The balloon was removed with the sheath. A boston supersheath 6f was used. There was no pt injury reported.